Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of 5000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the bottom middle port during filling. It was further reported the leak was observed " towards the end of the filling process after they reach 3l or more". There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured between august 05, 2018 to august 06, 2018. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.